Manufacturer narrative:
Follow-up #1 date of submission 08/15/2016 device evaluation: the pump has been returned and evaluated by product analysis on 07/21/2016 with the following findings: a visual inspection of the pump showed that the keypad cover was lifted at the ok buttons. During testing, all the buttons operated properly. The keypad cover was removed and no defect was found with the key contacts. Unrelated to the complaint, the battery compartment was cracked. The audio bolus button cover was damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the up arrow, down arrow, and ok keypad buttons were under responsive. Reportedly, there was damage to the keypad cover. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.